Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000173589.

Event description:
It was reported that the patient experienced discomfort in the lower leg after implant. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the discomfort.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.